Event description:
This is being reported as a pt safety concern: it has been reported by the operating room that they have been opening raytec bundle packs which should have 10 sponges in it. The operating room has reported that they have opened at least 4 packs that contain 11 sponges and one pack that contained 9. The current pack was reported to risk on (B)(6) 2015 which contained 11 sponges and is sequestered by risk. The lot # 14xb4939. Will look to see if the other lot numbers have been reported and will complete a med-watch for each event if details found. Previous packs have been given back to the representative for the raytec sponge company. This has been reported to our main health system and they are working with medline and rf assure.